Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing hearing sensation with the device. No accident/trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely taking into account the limited information and the only in situ measurement show eleven channels in hi status. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested no further information could be obtained.

Event description:
The user no longer has any hearing sensation with the device. No accident/trauma has been reported. Further information has been requested from the field but not made available.